Event description:
It was reported that head section assembly on the cot was damaged. No adverse consequence was reported.

Manufacturer narrative:
It is likely that load above specification caused the alleged event.